Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0307048. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that a syringe 1.0ml 31ga 8mm ufii 10bag 500cs had foreign matter before use. The following was reported by the initial reporter: "it was reported black coating on the needle and also on the base of the syringe. Verbatim: consumer reported that there is a black coating on the needle and also on the base of the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 1.0ml 31ga 8mm ufii 10bag 500cs had foreign matter before use. The following was reported by the initial reporter: "it was reported black coating on the needle and also on the base of the syringe verbatim: consumer reported that there is a black coating on the needle and also on the base of the syringe."